Event description:
While treating a pt, the device succesfully delivered energy to the pt; however, the device failed to discharge on the second attempt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing of the device was unable to duplicate the malfunction.